Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient developed an infection. The patient was given antibiotics and the device was removed. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. There have been no reports of further complications regarding this event.